Event description:
The customer reported via phone call experiencing low blood glucose levels. The customer complained of sweating. The customer's blood glucose was 29 mg/dl, for which he treated. He also reported that the sensor fell out when he got up from the couch. He also reported that he had an infusion set fall out in his sleep. He stated that he stretched and may have stretched the sensor adhesive in the process. He declined troubleshoot assistance for the low blood glucose event. He stated that he had done his training and skipped lunch, leading to the low blood glucose. He advised that he had a snack and was fine. He stated that the insulin pump worked fine and had no other issues. His blood glucose was 267 mg/dl at the time during which the sensor fell off. He was advised to monitor the problem and call back if the issue persisted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.